Event description:
It was reported that the customer was hospitalized with a high blood glucose of 30 mmol/l. It was stated that the customer changed the infusion set, but continued to experience high blood glucose. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime test, but there was no tubing clamp for the high pressure test. Did find no delivery alarms in the alarm history. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.